Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse.

Event description:
Trial was found broken in loaner set. The event did not occur during a surgical procedure.